Manufacturer narrative:
Covidien reference: (B)(4). One cuffed pediatric tracheostomy tube was received for evaluation. Inflation/deflation tests were performed by using a 7cc syringe of air applied to the cuff, and it was observed that after 30 seconds it deflated. It was submerged into a container filled with water, and visual inspection observed that the lumen leaked from two places. The customer reported malfunction was confirmed.

Manufacturer narrative:
Covidien reference: (B)(4).

Event description:
It was reported that a ventilator graphic user interface (gui) screen was inoperative. It is unknown if there was patient involvement. Additional information was requested.